Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 02 low flow. Patient temperature (pt) was 98.2f, targeted temperature (tt) was 98.6f, water temperature (wt) was 66.6f, water flow rate (wfr) was 0.9 l/m. 1 small universal pad connected to 8 kilo pediatric patient. Nurse stated they are very small and there was no room for a second pad. Had stop therapy, empty and disconnect pad. Reconnected using proper technique. Restarted therapy and water flow rate (wfr) was stabilized at 0.2 l/m and would not increase. Had stop therapy, empty and disconnect. Placed device in manual control at 75f with no pads connected. System diagnostics showed that the outlet monitor temperature (t1) was 64.2f, outlet control temperature (t2) was 64.5f, inlet temperature (t3) was 65.7f, chiller temperature (t4) was 44.2f, water flow rate (wfr) was 1.7 l/m, inlet pressure (ip) was -7psi circulation pump command (cpc) was 49 percentage, mixing pump command (mpc) was 0, heater was 53, water reservoir level (wrl) was 5, system hours were 7439 and pump hours were 4700.3. Walked through disabling manual control. Reconnected pads and again water flow rate (wfr) would not rise above 0.2 l/m. Advised to swap out to a new pad. Low flow pad lot: ngkn1580. Per follow up information received via task on 25feb2026, spoke with nurse who confirmed they had placed the pad in the storage close and told to notify their supplies manager for pad return.